Event description:
Cellulitis, knee effusion. Information was received from a patient with a history of osteoarthritis, high blood pressure and a heart condition. The patient received a series of three synvisc injections in the right knee without any problems in july of 2002. In oct-2002, the pt received their first synvisc injection in the left knee. The patient began to experience pain and swelling in the left knee following this injection. As a result of the pain and swelling the second injection scheduled was not administered. The patient had an unspecified amount of fluid drained from their knee one week later and the physician injected an unspecified steroid into the left knee. Following the steroid injection the patient experienced knee warmth and knee redness in the left knee as well as the presence of red streaks on left leg. Due to these symptoms, the patient went to the emergency room in oct 2002. The emergency room physician diagnosed the symptoms of pain, knee warmth, knee redness and red streaks as gout. The patient was given a four day supply of medication (unknown type) for treatment of pain and gout. Four days later, the patient's symptoms worsened and the pt returned to the emergency room. The emergency room did not provide any further treatment. The patient was told to seek treatment from their primary physician. Two days later, pt was seen by their primary physician who admitted them to the hospital, suspecting cellulitis and staph infection. The patient was tested for an injection and the test results came back negative. The patient remains hospitalized on the day this event was reported and is being treated with IV antibiotics (unknown type). The treating physician believes the symptoms the patient is experiencing are cellulitis, but is unsure as to what may have brought on these symptoms. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variablity.